Event description:
The pump infusion was stopped, the pump was refilled, the dosage was changed, but the pump was not restarted. Four days later the patient returned to clinic. The patient had withdrawal symptoms. A tube set error was noted in the pump logs. The hcp updated the pump settings to simple continuous dosing and lowered the dosage because of the pump being in stopped mode. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.